Event description:
It was reported that the patient experienced a sudden increase in stimulation from their implantable neurostimulator (ins) which resulted in their loss of balance (described as their ¿legs giving out¿ on them). It was also reported that the patient had intermittent stimulation, overstimulation, and a shocking/jolting sensation. The patient had symptoms of burning sensation and pain at the ins device pocket. No troubleshooting or diagnostics had been performed at the time of report but was to be performed in the future. The patient was directed to turn off the ins system until they could meet with the manufacturer¿s representative at the surgeon¿s office. The patient was going to call their doctor on (B)(6). The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2014 at the office of the health care professional. The patient complained of pain at the pocket site and the left side of his back hurting since the implant. The implantable neurostimulator was interrogated and displayed no electrodes as high, low or out-of-range. The cause of the event was not determined. The patient reported that he was getting great therapy and pain relief.